Event description:
Side rail would not lock in the up position. Found one spring plunger missing from patient left foot rail. Found two spring plungers bent and stuck in the release position on the left and right head rails. These caused the failure of the side rail not to lock in the up position. The device is approximately 18 months old.no patient harm and no staff harm: another bed was used.